Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4)

Event description:
A theatre manager reported that during several pars plana vitrectomies the cutters contained in surgical packs stopped working. The cutter primed as normal and after the initial insertion into the eye it would cut, but shortly after it stopped and could not be restarted. The surgeries were completed by changing the cutter. A patient was being operated on every occasion, there was no patient harm noted at the time of surgery. Although it was very challenging to remove the cutters from the eye with the vitreous captured in the port of the cutters per the surgeon the cutters seemed to work for a fraction and then jammed closed. Additional information has been requested and received.

Manufacturer narrative:
The suspect medical device reported was not the pak but the system. Evaluation summary: no 23ga ultravit probe sample was returned for not cutting at the initial insertion into the eye. For this complaint file, the final customer lot was identified. For this final lot, five component probe lots were used to make up the final lot. A device history record review for each of the five lots was conducted. According to the device history record reviews, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. The four other component lots have no anomalies. The lots were all released based on the product's acceptance criteria. A complaint lot history examination indicates there were no other complaints for the reported issue. Because a sample was not returned and the lot info indicates the product was released based on the product's acceptance criteria, the root cause for the customer complaint issue cannot be determined.